Event description:
A full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformances that may exist from earlier years were discovered and properly documents and addressed. During the audit this reportable event was identified and is now being submitted. This event was to be reported within 30 days of occurring. Pt was implanted with a dorado interbody on (B)(6) 2007. It was reported that sometime after surgery, the pt fell and the implant dislodged. The surgeon felt the pt migration could be expected, given that the surgery was recent. Pt was to be revised.

Manufacturer narrative:
At the time of the report, there was no indication that there was an issue with the dorado implant. The surgeon felt that the implant migration was likely due to the pt's fall. Dorado package insert addresses the risk of implants being "displaced or damaged by improper activities" postoperative care and the pt's ability and willingness to follow instructions are among the most important aspects of successful bone healing. The pt must be made aware of the limitations of the implants. The pt should be encouraged to ambulate to tolerance as soon as possible after surgery, and instructed to limit and restrict lifting and twisting motions and any type of sports participation until the bone is healed. The pt should understands that implant fixation is not as strong as normal healthy bone and may loosen, bend and/or break if excessive demands are placed in the absence of complete bone healing. Implants displaced or damaged by improper activities may experience migration of the devices and damage to nerves or blood vessels.